Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on arctic sun device. Patient temperature (pt) was 36.6c, targeted temperature (tt) was 36c, water temperature (wt) was 28.4c, chiller temperature (t4) was 4.1c, mixing pump command was 100 percentage, system hours were 5434, pump hours were 5456. Explained device needs to go to biomed labeled with alert 113 not cooling. Advised they should change to another device. Per rcc update on 24apr2024, it was reported that based on the diagnostics this was indicative of a mixing pump failure. Provided with an email with repair options and pricing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on arctic sun device. Patient temperature (pt) was 36.6c, targeted temperature (tt) was 36c, water temperature (wt) was 28.4c, chiller temperature (t4) was 4.1c, mixing pump command was 100 percentage, system hours were 5434, pump hours were 5456. Explained device needs to go to biomed labeled with alert 113 not cooling. Advised they should change to another device. Per rcc update on 24apr2024, it was reported that based on the diagnostics this was indicative of a mixing pump failure. Provided with an email with repair options and pricing.